Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced elevated blood glucose following a recent supply change, with the highest reported value of 226 mg/dl and levels above 180 mg/dl for several hours, while using a 23" infusion set; the patient confirmed insulin was dripping from the tubing and received education on potential causes of hyperglycemia, troubleshooting steps, and guidance to follow clinician-directed protocols. Symptoms included hyperglycemia without ketone testing, without neurological or systemic symptoms, and without need for assistance. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy. Investigation included a supply and infusion set check with confirmation of insulin flow through the tubing and patient counseling on continued monitoring and supply replacement if hyperglycemia persisted. Investigation of this case revealed no device alarms or alerts and no confirmed device malfunction, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.